Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Date of event: unknown. This report is for (10) unknown 3.5 cortex screws/unknown lot number. 510k#: unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed on (B)(6) 2016 as a result of loosening of screw fixation and malunion. The patient presented with pain on (B)(6) 2016, at which time the screws were at the beginning stages of loosening. The screws loosened to a point that a revision surgery was necessary. The devices were explanted successfully, intact. The patient was revised to an intramedullary device. There was no surgical delay reported. The procedure was completed successfully without additional medical intervention. This complaint involves one (1) part concomitant medical devices reported: 3.5mm curved narrow locking compression plate (part # 02.161.214s, lot # 7477418, quantity 1). (B)(4).

Manufacturer narrative:
Unknown part number, unknown lot number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A product investigation was completed: a visual inspection and x-ray review were performed as part of the investigation. The provided x-rays were reviewed and it was determined that it appears that the plate is not fully aligned with the bone cortex but no comment could be made concerning the screw loosening narrative. The screws were received intact with surface wear consistent with implant and explant approximately 139 days later. No functional issues were observed. Thus, based on the received condition and the internal review the complaint condition could not be confirmed. During the investigation the obtainable features and dimensions of the returned screws were found to be conforming to the following part numbers; 204.822 (quantity: 5), 204.824 (quantity: 3), and 204.826 (quantity: 2). Thus, a design review, complaint history review, and risk assessment review were performed for these part numbers. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A 3.5mm curved narrow locking compression plate (part number 02.161.214 / lot number 7477418) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. A review of the current design drawing for the 3.5mm cortex screw, self-tapping, hex drive family was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Based on the returned implants and the provided information there is no indication that locking screws were utilized in the construct. The technique guide indicates both locking and non-locking screws can be used and that locking screws enhance fixation and form a fixed-angle construct. A root cause could not be definitively determined given the unknown factors during implant and over the duration that the implant was in use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 10 for (B)(4).